Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that about three quarter of an inch of monofilament was exposed at the guide and the needle tip was attached to the rail end. The posterior cuff was still loaded on the foot and this confirmed the reported complaint. There was no needle strike mark on the foot pocket. Both cuffs were attached to the link and the anterior cuff tabs were damaged. Based on the evidence found on the returned device, the posterior cuff was missed and the anterior cuff detached from the needle tip which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. Contributing factors for the posterior cuff miss and subsequent needle to cuff detachment included, but not limited to, manufacturing deficiencies, is needle deflection during plunger deployment due to interaction with human tissue as evidenced by the bent on the posterior needle or a failure to maintain a stable position of the device during needle deployment. It was reported that the common femoral artery was moderately calcified. Whether this condition contributed to the cuff miss is undetermined. During lab testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. Furthermore, there was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Based on the reported information and successful test of the devices needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss and subsequent needle to cuff detachment is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. Review of the lot history record was and did not reveal a nonconforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. The needle trajectory of every device is checked twice during manufacturing.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The proglide device was deployed in a moderately calcified common femoral artery. Calcification at the access site during needle plunger deployment can cause the needles to deflect impeding needle-to-cuff capture that can result in unsuccessful vessel closure. In addition, the instructions for use state under special patient populations, the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The device has been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that after a diagnostic coronary angiogram through a 6f procedural sheath, arteriotomy closure of a moderately calcified common femoral artery was attempted with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present on the needle. The device was removed over a guide wire and a second proglide device was successfully deployed to achieve hemostasis. There were no reported adverse patient sequela. The physician is trained in the use of the perclose proglide device. Though requested, no additional information was provided.